Manufacturer narrative:
The procedure was coil embolization for a shunt between the coronary and the pulmonary arteriovenous fistula. The vessel was not calcified and was heavily tortuous. After about 5cm of the 1st coil, a presidio 18 cerecyte microcoil 12 mm x 40 cm (pc4181240-30/j10599) was exposed out of the excelsior 1018/stryker microcatheter tip, the physician wanted to pull the coil back into the microcatheter for unknown reasons. However, he could only pull the delivery wire back in the microcatheter. The coil remained out of the microcatheter tip and was stretched and unraveled. Both the presidio and the microcatheter were removed from the patient as a unit, and the procedure was continued using a new product. It is unknown if the microcatheter was also replaced or not. The coil was returned stretched and detached from the device positioning unit (dpu). The coil's socket ring was severed at the soldered section. The fracture was ductile in nature requiring external force. No material defects were observed on either end of the fracture. In addition, the coil's socket ring also unraveled out of the proximal soldered section. External force and distal anchoring of the coil was required. Located at the distal end of the soldered section, the proximal end of the coil unraveled out of the soldered section. External force and distal anchoring of the coil was required. Proximal, but adjacent to the start of the stretched section of the coil is a kink on the coil. Post procedural damage produce severe kinks to the dpu in multiple places. The evidence strongly suggests that the contributing factor to the root cause of the coil stretching and unraveling during retraction was due to the coil becoming anchored. Based on limited information, the coil may have become anchored on; the coils already dwelling inside the aneurysm, the complaint coil itself, the distal tip of the microcatheter¿s diameter, or from fixed or detached debris residing inside the microcatheter. When the anchored coil was retracted, the coil stretched severely damaging the proximal section and caused the unintended detachment of the coil through mechanical means. The exact circumstances of how this damage occurred cannot be determined. In addition, without the return of the excelsior 1018 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. If this event occurred during repositioning of the coil inside the aneurysm, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if the micrus microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." Based on the analysis of the returned device and the available information, although a definitive root cause cannot be determined, it appears that procedural factors resulting in external force on the coil resulted in the reported stretching of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization for a shunt between the coronary and the pulmonary arteriovenous fistula. The characteristics of the vessel was not calcified and heavily tortuous. After about 5cm of the 1st coil ((B)(4), complaint product) being exposed out of the microcatheter(excelsior (B)(4)/stryker) tip, the physician wanted to pull the coil back into the microcatheter for unknown reasons. However, he could only pull the delivery wire back in the microcatheter. The coil remained out of the mircocatheter tip and was stretched and unraveled. It is unknown why this happened. Both the presidio and the microcatheter were removed from the patient as a unit, and the procedure was continued using a new product. It is unknown if the microcatheter was also replaced or not. Afterwards, while the physician was delivering a new presidio ((B)(4), complaint product) in the microcatheter(excelsior (B)(4)/stryker), he found that the distal section of the introducer sheath split open and the coil exposed from there. The area of the damage was about 5cm from the distal end of the introducer sheath. Therefore, both the microcatheter and the presidio were safely removed from the patient and the procedure was continued using other product. It is unknown if the microcatheter was also replaced or not. After that, when the physician attempted to detach an unspecified presidio, he could not detach it although pressing the detachment button for about 10 times. When the physician replaced the cable for a new one, he was able to detach the same presidio without any difficulties.